Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later confirmed right side capsular contracture baker grade iii. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of capsular contracture was requested march 11, 2025. Device patch with lot number 2426288 and catalog number 115-222. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later confirmed right side capsular contracture baker grade iii. Device was explanted and replaced with a non-abbvie device.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later confirmed right side capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.